Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had communication/telemetry and interrogation issues. It was determined that the battery had flipped and a revision was required. No diagnostic testing or troubleshooting was performed or required. The product issue was reportedly resolved. No patient symptoms or complications were associated with the event. The patient's status was noted to be alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the cause of the event was determined and it was device related. The pulse generator had flipped and surgery was required to resolve the event. After repositioning, the patient could recharge normally and was receiving effective therapy. The patient recovered without permanent impairment.

Event description:
Additional information was reported that there was a communication problem. The patient was not able to establish any communication with the patient¿s recharging system and they had been unable to charge. They were getting no coupling boxes and were unable to establish communication at all. An overdischarge was suspected. It was hoped that an appointment at the physician¿s office could be scheduled. Additional information was received indicating that the antenna locate feature was used but not able to get any coupling. There was no swelling at the site. It was advised to wait a couple of weeks and it had been two weeks at the time of the report. It was noted that it was thought that there was still swelling in the pocket and did not seem receptive to possibly revising the pocket. The manufacturer representative did notify the physician¿s physician assistant. The patient¿s battery at this time was totally depleted but they were no in an overdischarge state at the time. Additional information was requested for further interventions and patient's outcome. A supplemental report will be submitted once additional information is received.

Event description:
It was reported that the patient could only get 2 coupling boxes post-implant. When the patient got home he could not get any to show. X-rays were taken and the device did not seem to be flipped. A new recharge antenna was to be sent to rule out antenna issue. The implantable neurostimulator (ins) was moving around a lot in the pocket. A recharge antenna was being sent because there was no coupling and suspected damage/defect. The antenna locate feature identified the best position but still had 0 coupling boxes. There was no indication of patient harm. Additional information was requested for reasons for the implantable neurostimulator (ins) moving around in the pocket. A supplemental report will be submitted once additional information is received.